Event description:
It was reported to boston scientific corporation that an obtryx halo single system device was used during a sling placement procedure. The patient was reported to be over 18 years. According to the complainant, the obtryx delivery device needle perforated the vagina on the initial pass through the patient. The needle was removed from the patient and a suture repair was performed to treat the perforation. The procedure was completed with a different device and the patient's condition post procedure was reported to be "fine."